Event description:
A malfunction was reported on the customer's pump, identified by a specific malfunction code. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for resetting the pump, and the customer successfully reset it without recurrence of the malfunction code. The customer was advised to continue using the pump and to report any future issues.